Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced no delivery alarms on their insulin pump for a period of 4-5 days. Customer reported that they had previously called to report this problem. Customer declined troubleshooting for the no delivery alarms. Customer reported that he has not been eating for 4-5 days. Customer reported that he then consumed a lot of food last night. Customer reported that after eating a lot last night, his insulin pump begin to alarm no delivery. Customer reported manually injecting following that alarm. Customer reported that they tried using two different infusion sets, which both worked fine in the beginning before both began to alarm no delivery. Customer reported that his blood glucose level was 80 mg/dl at 5 am and 200 mg/dl at 7 am. No product is expected to be returned.